Event description:
It was reported that, it looked as though the insertion angle of the u-blade was off. On (B)(6), the operating surgeon performed a CT scan of the patient to further evaluate the condition. Based on the results, there was no complete displacement or structural failure; rather, the fracture had realigned into a stable position with a change in configuration. As bone-to-bone contact was maintained, bone union is expected, and the decision was made to continue with observation. Consequently, no reoperation is planned. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.